Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, this electrode delivered two inappropriate shocks and recorded three untreated episodes due to noisy signals oversensing on the primary and alternate vector. It is suspected that is related to the sense b sensing. The technical services (ts) recommended to troubleshoot regarding the sense b and lead impairment. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the system delivered inappropriate shocks over time since implant procedure. Programming was performed; however, it was not successful. A sense b and an electrode impairment was suspected at the time. Subsequently, this electrode was explanted and replaced by an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode delivered two inappropriate shocks and recorded three untreated episodes due to noisy signals oversensing on the primary and alternate vector. It is suspected that is related to the sense b sensing. The technical services (ts) recommended to troubleshoot regarding the sense b and lead impairment. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode delivered two inappropriate shocks and recorded three untreated episodes due to noisy signals oversensing on the primary and alternate vector. It is suspected that is related to the sense b sensing. The technical services (ts) recommended to troubleshoot regarding the sense b and lead impairment. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the system delivered inappropriate shocks over time since implant procedure. Programming was performed; however, it was not successful. A sense b and an electrode impairment was suspected at the time. Subsequently, this electrode was explanted and replaced by an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.